Event description:
It was reported that a few days after the device implant procedure, the device was determined to be missing a ventricular pace once every hour. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).